Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). A review of the csv file showed a failed mixing pump. Biomed would order and replace the mixing pump onsite. Per notification received on 01dec2022, there was no patient involvement reported. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). A review of the csv file showed a failed mixing pump. Biomed would order and replace the mixing pump onsite. Per notification received on 01dec2022, there was no patient involvement reported. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to outlet water temperature regulation error due to mixing pump failure. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.